Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that watson extraction tool was used to remove stem. 3x pieces of watson broke. There was no harm was done to patient; all pieces were still intact and there was no delays. Additional information received, "the threads were stripped making them unusable. The piece did not break in 2 pieces" and "the pieces did not bend or break into multiple pieces... The threads were just stripped". The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the bolt end of the stem extractordle was fractured. Additionally, the device was seized between a section of the se bolt threads and the se nut. It is suspected that thread damage occurred on the se nut. The evaluation of the returned device, as well as previous failure analysis performed of related complaints ((B)(4)), found the failure of the mechanism was attributed to excessive loading applied to the stem extractor nut, which exceeded the local shear strength of the material. This condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused the seizing of the stem extractor nut and bolt, ultimately causing the fracture of the stem extractor bolt during attempts to untighten the seized assembly. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem extractordle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Event description:
It was reported that watson extraction tool was used to remove stem. Threads of watson stripped. There was no harm was done to patient; all pieces were still intact and there was no delays.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. What do you mean by broke? Was it broken into two or more pieces, cracked, bent or any other deficiency with the device that was not function as intended? The threads were stripped making them unusable. The piece did not break in 2 pieces. B. Please clarify the exact allegation as event description states "all pieces were still intact". The pieces did not bend or break into multiple pieces... The threads were just stripped.